Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported post op a adjustable gastric band procedure, the patient presented with abdominal pain. A fluoroscopy was performed and a leak of the band was detected. The correlation between the abdominal pain and balloon leak is not known. It is unknown how many fills the patient received prior to the balloon leak detection. A new band was implanted. The procedure was completed with no patient consequence. The patient is doing well.